Event description:
A customer contacted beckman coulter inc (bci) reporting a leak from a tubing fitting on the right side of the unicel dxc 600 pro synchron clinical system under the reagent carousel. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and performed service on the instrument. Fse noted the fitting on the white drip tray was tight and saw some evidence of fluid on drip tray under reagent probe. Fse replaced reagent probe waste solenoid and primed instrument. There was no evidence of leaking at the wash collar. Fse also replaced mixer paddles after noting that they were scratched. Fse verified alignments at sample and reagent probes. The bec internal identifier for this event is (B)(4).